Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the doctor's office due to continuous elevated blood glucose (bg value not provided). The contact did not provide further information. Although multiple attempts were made by tandem technical support to contact the customer for additional information, the customer did not reply.